Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states having accidents for the past couple months. Patient states not knowing if the device is working. Patient lost programmer. Agent reviewed possible eos and redirected to healthcare provider. Agent reviewed physician listings. Patient does not have a managing dr. Additional information was received from the patient. They reported that when asked to clarify the statement "the device was not working" patient indicated there was a "device malfunction/stimulation output issue." When asked if this was caused by normal battery depletion patient noted "yes" and "unknown.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.